Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the delivery date, it was found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following reason. The size of the calculus was larger than the duodenal papilla. The instruction manual of the device has already warned as follows; *do not use this instrument for a calculus that is assumed impossible to be retrieved by this instrument in preoperative diagnosis, intraoperative contrast enhancing or after papillotomy/ papillary dilation. Do not use this instrument when it is inevitable to grasp many calculus at a time. The basket with calculus engaged may not be removed from the body.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device will not be returned to olympus medical system corp. (Omsc) for investigation since the user facility discarded it. Omsc has not finished the investigation yet. The exact cause could not be conclusively determined at this time. This report will be supplemented as soon as the investigation is completed.

Event description:
During an endoscopic lithotrity, the subject device was used. In the procedure, the user tried to crush the calculus with the subject device, but the subject device was incarcerated. The doctor crushed the calculus with bml-110a-1 (emergency lithotripter). The procedure was completed. There was no patient injury reported except the event.